Manufacturer narrative:
Retainer = black customer returned the pump for alleged insulin flow blocked alarms and prime/fill difficulty found on (B)(6)2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thump. The pump primed properly, and no unexpected insulin flow blocked alarms noted during testing, however, there were ten (ten) total no delivery alarms on (B)(6)2021, six (6) were during bolus delivery (18:42, 18:58, 19:15, 19:22, 19:26, 19:52) and four (4) were during the priming process (19:29, 19:30, 19:39, 19:40 had occurred). The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Prime/fill anomaly and insulin flow blocked alarms are not confirmed. The pump primed properly, and no unexpected insulin flow blocked alarms noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime anomaly and insulin flow blocked alarms. The customer also reported that he had changed his entire set but issue was not resolved. Customer stated that the issue was during priming process. The customer also stated that issue was not resolved after troubleshooting. The customer was advised to discontinue use of the device and revert to a back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.